Event description:
The distributor reported the patient was alerted to blood that had backed up the tubing and leaked from the pump. The therapy was hydration. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On february 22, 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of non-chemotherapy drugs.